Manufacturer narrative:
Results: the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Conclusion: the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact pacific drug eluting pta balloon catheter to treat a lesion in a patient. During use, it was noted that the balloon was twisted and impossible to inflate. No patient complications reported for this event. Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions